Event description:
It was reported that the balloon of an artificial urinary sphincter was removed and replaced on (B)(6) 2018. "Doctor brought the patient back to the or after implant procedure to evacuate a hematoma in the prb area and scrotum. Patient began taking anticoagulant medication too soon after procedure according to surgeon. Doctor moved prb to other side". "Evacuated hematoma and explored for bleeder". "Problem seemed to be resolved." No further patient complications were reported.

Event description:
It was reported that the balloon of an artificial urinary sphincter was removed and replaced on (B)(6) 2018. "Doctor brought the patient back to the or after implant procedure to evacuate a hematoma in the prb area and scrotum. Patient began taking anticoagulant medication too soon after procedure according to surgeon. Doctor moved prb to other side". "Evacuated hematoma and explored for bleeder". "Problem seemed to be resolved." No further patient complications were reported. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Device evaluation provided: describe event or problem, evaluation result codes, evaluation conclusion codes.